Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia tapp surgical procedure, the force bipolar instrument was found to have an exposed wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was found with an unknown exposed wire before use, preventing it from being used on the patient; no patient injury occurred, the issue was resolved by replacing the instrument, and it has already been returned for evaluation.